Event description:
The customer reported the touch screen is unable to be calibrated. The customer reported there was no patient involvement.

Manufacturer narrative:
The touch screen assembly was returned to the manufacturer for failure investigation. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touch screen assembly was be installed in a test ventilator in an attempt to duplicate the reported problem. The touch screen assembly was tested and no failures were identified.